Event description:
Additional information indicates that the patient experienced a recent fall prior to the development of high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy on their right side due to impedance issues. Surgical intervention was undertaken on (B)(6) 2024 wherein the extension was explanted and replaced to address the issue. Therapy was restored post procedure.